Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a field representative that this pacemaker and right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. The field representative requested troubleshooting assistance from boston scientific technical services (ts). Ts reviewed stored episodes in the remote monitoring system and discussed timing cycles of the device and possible programming changes. Additionally, it was noted that the rv threshold was 1.6 millivolts (mv). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the noisy signals were reproduced at a follow-up device check, however the noisy signals were noted to be minimal and were not oversensed. The pacemaker auto gain control feature was reprogrammed. No adverse patient effects were reported.